Event description:
Consumer used the swab in the ear canal after showering. She alleges that the swab broke and cotton did not come out of her ear. Consumer saw ent 10/7/96 and had an audiogram and tympanogram.